Manufacturer narrative:
Pump received with no button response at act button due to unlocked j2 connector on lcd board. No button error alarm during testing. Pump received with reservoir tube lip completely broken off and torn keypad overlay. Noted. Unable to perform any tests due to button unresponsive. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The reservoir tube lip and keypad overlay was damage due to dog chew.

Event description:
The customer reported via phone call that the insulin pump had damaged at reservoir and at buttons. Customer¿s blood glucose level was 120 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.